Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred when there was insulin left in the cartridge. There was no reported impact to customer¿s blood glucose. A review of t:connect data was performed and the alarm could not be confirmed. Customer did not respond to multiple contact attempts from tandem technical support to obtain additional information.